Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "dr. (B)(6) was inserting his iliac closed head screw and was feeling more tension and decided to stop inserting screw. When he tried to start inserting again, he was able to insert about 5-10mm deeper and that's when the driver broke. He was able to use adjustment driver to fully seat the screw to his liking. Once he removed adjustment driver, he noticed the threads were stripped, but the screw was fully seated so that wasn't an issue."